Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and head/neck (non-malignant). It was reported that the patient turns their stimulation down or off at the end of the day because if she left it on for too long, it would start shocking her. The patient compared it to being hit in the face repeatedly. These issues started since implant and the patient stated that ¿it¿s the way it is¿. In the end, the patient was redirected to follow-up with their healthcare professional (hcp). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the patient's weight was (B)(6). The patient received a new programmer and antenna. No further complications were reported/anticipated.